Event description:
It was on (B)(6) 2016, I had an operation for a hernia in my abdomen, an operation gone bad, because no one was watching. I live in pain and suffering that, doctor, (B)(6), told me and my daughter in three f/u appointments, "all the pain and suffering would go away in six months." It's been well over the six months and all the pain and swelling is still there. I have a lawsuit pending. I had my (B)(6) healthcare provider check me over and she agreed "something's not just right." Also she's the one that told me, not how many f/u appointments it took, (B)(6) paid them well until I was discharged, with a clean bill of health, that's never happened. On the third f/u appointment, doctor (B)(6) office charged me for the third appointment and they told me, if anymore f/u appointments were made, from their office, I had to pay out of the nose. There's been no more f/u appointments made for me and I am left hanging out on a branch, "with all this pain and suffering, every day. If I stand too long, the pain sometimes gets sharper and more painful. When I go to bed and when I first lay down, it's the same. And, when I sit still, the pain is still there. I am constantly reminded, I have pain and suffering, that's for life. "I am a lifer, because whatever went wrong, I am totally petrified to have them try to correct the hernia operation for fear they may even take my life, just to shut my mouth. (B)(6)hospital is well known school for medicine. Now, they have gone totally academic, a school for doctors and the alike. Unknowingly, I signed papers that would allow them to keep body parts, if left over, for science. One other thing, three times I ask the doctor, "did you do the operating on me or did you have help? He said, he did the operation. Then on the third f/u appointment, I ask him away from the second appointment, "did you alone, do the operation on me and this time, he said, "I had help." Then, that told me, it was a student doctor that did the operation on me, which also told me, they pegged me as old and useless, so it did not matter what happened to me. This is not just anything off the top of my head, things like this are a matter of fact. It was back in 2002, I broke my hip and doctor (B)(6) did a wonderful job, because to this day, I have never had any problems with his work. The answer might be, when doctor (B)(6) did the operation one me, (B)(6) had not gone full academic yet. When I told my (B)(6) healthcare provider, I was scheduled for a stress test before the operation, because of my age, she told me to stay away from radiation testing as much as possible. I tried to talk (B)(6) out of the radiation testing, but they kept telling me, they could not operate on me unless I did. Then, why would the (B)(6) tell me, the radiation testing was, not necessary. The (B)(6) knew well how old I am. Somebody's profanity me around and I am the one that suffers every day and night. I think I am a victim of experimentation and while they're lining their pockets with the o'mighty dollar, I have to live in pain and suffering. Then about three days later, I came down with pneumonia. (B)(6) hospital has been cited for filth more than once over the years, from the news. I made a lot of request for my medical recorders and of the recorders I have studied my recorders and found, some of them have been falsified. For instance, they my dad dying of heart failure, when in fact, he died in 1938 in a house fire. Where they get such info, is beyond me. In the mean time, while all the controversy is going on. The (B)(6) wanted me to have doctor (B)(6) order me an ultrasound of the operation. He flat out said, "you don't need an ultrasound and refused to order one for me. After I told the (B)(6), the doctor refused to order an ultrasound they ordered one for me at (B)(6). A few days later, I requested copies of the ultrasound at (B)(6) and they gave me a cd that the (B)(6) said, they could not use. I hope this info will be useful for some, to this program. If you should need more info in regards of this hernia operation, feel free to ask.

Event description:
Additional information received on 03/21/2017 from reporter (mw5067369): I have enclosed copies of my medical recorders, out of the 447 copies I have. Where I have highlighted, they keep repeating, that it's been a recurrent operation. Absolutely not, not a recurrent operation in my groin or abdomen. In looking over a lot of my medical recorders, I have found a lot of falsifications entered into my recorders. Probably, even, times and dates that show, I have been at the hospital, when in fact, I have not. I have enclosed a copy of a picture of myself, that shows exactly where the hernia operation was done, in my mid-abdomen. In the copies, on page 3 of 5, where I have highlighted the page, it says, "in the head down position," I don't recall such a thing and I don't see the purpose of it. I was there and not sedated, so I would know whether it happened, or not. Also, where I have highlighted on page 3 of 5, they go on to say, "he has no abdominal tenderness whatsoever,' is a complete falsehood. In my abdominal is where all the pain and terrible tenderness was and still is and is where all the pain and suffering I go through all the time. Again, thank you for answering my letter so soon and I will keep you posted of all my activities.

Event description:
Add'l info received on 02/17/2017 from reporter for report # mw5067369. Dear medwatch, the letter I received from medwatch, 02/07/2017, was very informative, but I feel very strong about having (B)(6) hospital, not only put under immediate scrutiny, but have a watchful eyes in their operating room until they can find a way to not use human targets in their academic studies. My brother was to raise lab-rats for laboratory medical research, instead of using disadvantaged human resource such as the poor, the aged, and those that do not have the finances to fight back. Like I said, (B)(6) hospital is not a regular hospital anymore, it's turned into a full academy. What I need, is a hospital that will take me in and in a humanly way, to correct this hernia operation that they knowingly knew they botched the job, so I will not have to continue living in pain and suffering. This is no picnic I am on. All the suing in the world will not rid my pain and suffering.

Event description:
It was on (B)(6) 2016, I had an operation for a hernia in my abdomen, an operation gone bad, because no one was watching. I live in pain and suffering that, doctor, (B)(6), told me and my daughter in three f/u appointments, "all the pain and suffering would go away in six months." It's been well over the six months and all the pain and swelling is still there. I have a lawsuit pending. I had my (B)(6) healthcare provider check me over and she agreed "something's not just right." Also she's the one that told me, not how many f/u appointments it took, (B)(6) paid them well until I was discharged, with a clean bill of health, that's never happened. On the third f/u appointment, doctor (B)(6) office charged me for the third appointment and they told me, if anymore f/u appointments were made, from their office, I had to pay out of the nose. There's been no more f/u appointments made for me and I am left hanging out on a branch, "with all this pain and suffering, every day. If I stand too long, the pain sometimes gets sharper and more painful. When I go to bed and when I first lay down, it's the same. And, when I sit still, the pain is still there. I am constantly reminded, I have pain and suffering, that's for life. "I am a lifer, because whatever went wrong, I am totally petrified to have them try to correct the hernia operation for fear they may even take my life, just to shut my mouth. (B)(6)hospital is well known school for medicine. Now, they have gone totally academic, a school for doctors and the alike. Unknowingly, I signed papers that would allow them to keep body parts, if left over, for science. One other thing, three times I ask the doctor, "did you do the operating on me or did you have help? He said, he did the operation. Then on the third f/u appointment, I ask him away from the second appointment, "did you alone, do the operation on me and this time, he said, "I had help." Then, that told me, it was a student doctor that did the operation on me, which also told me, they pegged me as old and useless, so it did not matter what happened to me. This is not just anything off the top of my head, things like this are a matter of fact. It was back in 2002, I broke my hip and doctor (B)(6) did a wonderful job, because to this day, I have never had any problems with his work. The answer might be, when doctor (B)(6) did the operation one me, (B)(6) had not gone full academic yet. When I told my (B)(6) healthcare provider, I was scheduled for a stress test before the operation, because of my age, she told me to stay away from radiation testing as much as possible. I tried to talk (B)(6) out of the radiation testing, but they kept telling me, they could not operate on me unless I did. Then, why would the (B)(6) tell me, the radiation testing was, not necessary. The (B)(6) knew well how old I am. Somebody's profanity me around and I am the one that suffers every day and night. I think I am a victim of experimentation and while they're lining their pockets with the o'mighty dollar, I have to live in pain and suffering. Then about three days later, I came down with pneumonia. (B)(6) hospital has been cited for filth more than once over the years, from the news. I made a lot of request for my medical recorders and of the recorders I have studied my recorders and found, some of them have been falsified. For instance, they my dad dying of heart failure, when in fact, he died in 1938 in a house fire. Where they get such info, is beyond me. In the mean time, while all the controversy is going on. The (B)(6) wanted me to have doctor (B)(6) order me an ultrasound of the operation. He flat out said, "you don't need an ultrasound and refused to order one for me. After I told the (B)(6), the doctor refused to order an ultrasound they ordered one for me at (B)(6). A few days later, I requested copies of the ultrasound at (B)(6) and they gave me a cd that the (B)(6) said, they could not use. I hope this info will be useful for some, to this program. If you should need more info in regards of this hernia operation, feel free to ask.

Event description:
Add'l info received on 02/17/2017 from reporter for report # mw5067369. Dear medwatch, the letter I received from medwatch, 02/07/2017, was very informative, but I feel very strong about having (B)(6) hospital, not only put under immediate scrutiny, but have a watchful eyes in their operating room until they can find a way to not use human targets in their academic studies. My brother was to raise lab-rats for laboratory medical research, instead of using disadvantaged human resource such as the poor, the aged, and those that do not have the finances to fight back. Like I said, (B)(6) hospital is not a regular hospital anymore, it's turned into a full academy. What I need, is a hospital that will take me in and in a humanly way, to correct this hernia operation that they knowingly knew they botched the job, so I will not have to continue living in pain and suffering. This is no picnic I am on. All the suing in the world will not rid my pain and suffering.